Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not available for investigation. The device history was reviewed, and no irregularities were noted during the lot's manufacture. (B) (4). (B) (4).

Event description:
The pt was a difficult stick and so the PICC rn crni was called. The insertion was successful, and then started the blood draw. She used vacutainer tubes directly from bd q-syte with the covidien angel wing luer lock adapter. After the nurse drew the blood for lab and cultures, she thought the IV clotted. She could see blood in the hub area of the catheter. When she tried to flush with normal saline, the saline sprayed out of the opposite bd q-syte and all over her.